Event description:
The following info was reported: there were two devices used in the attempt to seal the artery. The physician went to deploy the first mynx ace 6f/7f device, during prep the balloon would not come down after injected with saline. The physician then requested another mynx ace. During the removal part of the procedure, the physician went to depress button #3 and the device jammed. This in turn caused the physician to abort and hold manual pressure for approximately 15 minutes. Procedure type: intervention coronary. Vessel size: 7mm. Stick location: femoral head.

Manufacturer narrative:
The incident narrative stated that the balloon would not inflate during prep. However, the balloon from the returned device had evidence of blood which likely indicated device insertion into a procedural catheter this differed from the narrative description. An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a pin hole on the balloon, approximately 3.5mm from the balloon neck. The review of the lhr (lot # f1419201) indicated that the mynx lot met all established performance criteria prior to shipment. Based on the info provided and the investigation performed, the root cause of the pin hole could not be conclusively determined. See mdrs# 3004939290-2014-00645 for second device.